Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the navigation system computer is either exiting the application or freezing. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that computer was freezing. The representative replaced the computer. The system then passed the system checkout and was found to be fully functional. The computer was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned computer resulted in a computer failure through functional testing and visual/physical examination. Analysis states that after further burn-in testing the computer started displaying red lines on the monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: updated with initial reporter name. If information is provided in the future, a supplemental report will be issued.